Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy, the device could not seal some part of the tissue. The doctor was not used to the device so could not heard the sealing end tone and could had been sealing a thin tissue. There was regrasp alert and evidence of energy delivery. There was no bleeding occurred after the procedure. There was no patient injury.